Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure, performed in 2009. According to the complainant, during the procedure, the clip would not maintain grasp on the polyp and fell off inside the patient. The physician did not have any concerns with the clip being inside the patient but he retrieved the clip with a snare so it could be sent back for evaluation. The procedure was performed using another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The device has been received for analysis but an evaluation has not been completed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.